Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that a novasure endometrial ablation was performed in (B)(6) 2018, exact date unknown. The patient was taken back to the operating room on (B)(6) 2019 for a dilation and curretage due to hematometra. No further information was received.